Event description:
Per independent repair center statement, the unit had low o2. The key failure was the sieve beds having high odor. Additional malfunction was the power switch had no alarm, and the pc board needed to be replaced.